Manufacturer narrative:
A full review of the device history record for the device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Original evar was performed on (B)(6) 2015. The physician successfully completed the procedure with only a type 4 endoleak remaining. A follow up of the patient was performed on (B)(6) 2016 which confirmed the presence of a type 1a endoleak and an enlargement of the aneurysm. A re-intervention was performed on (B)(6) 2016 to treat the type 1a endoleak. An excluder cuff (diameter: 26 mm x 33 mm, gore) was implanted however this did not resolve the endoleak. In addition, the physician implanted 5 pieces of microcoils (deltamaxx, codman neuro). This successfully resolved the endoleak and the aneurysm has been excluded. The device remains implanted within the patient. In the additional feedback provided after 2015 there was no further reference to the type 4 endoleak, therefore is it assumed this was resolved on its own. The aorfix¿ stent graft has not been tested in conjunction with a gore cuff or microcoils and therefore the continued efficacy of this repair should be monitored closely. Proximal extender devices are available from the manufacturer to be implanted in the event of an endoleak and these have been tested in conjunction with the original stent graft, however a proximal extender device was not selected by the clinician in order to resolve the endoleak. Device remains implanted in patient.

Event description:
Original evar was performed on (B)(6) 2015. The physician successfully completed the procedure with only a type 4 endoleak remaining. A follow up of the patient was performed on (B)(6) 2016 which confirmed the presence of a type 1a endoleak and an enlargement of the aneurysm. The physician's comment: this failure of the event was probably caused due to the enlarged proximal neck of the aneurysm. A re-intervention was performed on (B)(6) 2016 to treat the type 1a endoleak. An excluder cuff (diameter: 26 mm x 33 mm, gore) was implanted however this did not resolve the endoleak. In addition, the physician implanted 5 pieces of microcoils (deltamaxx, codman neuro). This successfully resolved the endoleak and the aneurysm has been excluded.

Manufacturer narrative:
It has not been possible to obtain the lot numbers used in the procedure therefore a DHR review cannot be performed. However, routinely all dhrs are checked upon completion of manufacturing and sterilisation to ensure all records are complete and the device has met the final release criteria. Original evar was performed on (B)(6) 2015. The physician successfully completed the procedure with only a type 4 endoleak remaining. A follow up of the patient was performed on (B)(6) 2016 which confirmed the presence of a type 1a endoleak and an enlargement of the aneurysm. A re-intervention was performed on (B)(6) 2016 to treat the type 1a endoleak. An excluder cuff (diameter: 26 mm x 33 mm, gore) was implanted however this did not resolve the endoleak. In addition, the physician implanted 5 pieces of microcoils (deltamaxx, codman neuro). This successfully resolved the endoleak and the aneurysm has been excluded. The device remains implanted within the patient. In the additional feedback provided after 2015 there was no further reference to the type 4 endoleak, therefore, is it assumed this was resolved on its own. The aorfix¿ stent graft has not been tested in conjunction with a gore cuff or microcoils and therefore the continued efficacy of this repair should be monitored closely. Proximal extender devices are available from the manufacturer to be implanted in the event of an endoleak and these have been tested in conjunction with the original stent graft, however a proximal extender device was not selected by the clinician in order to resolve the endoleak. Device remains implanted in patient.

Event description:
Original evar was performed on (B)(6) 2015. The physician successfully completed the procedure with only a type 4 endoleak remaining. A follow up of the patient was performed on (B)(6) 2016 which confirmed the presence of a type 1a endoleak and an enlargement of the aneurysm. The physician's comment: this failure of the event was probably caused due to the enlarged proximal neck of the aneurysm. A re-intervention was performed on (B)(6) 2016 to treat the type 1a endoleak. An excluder cuff (diameter: 26 mm x 33 mm, gore) was implanted however this did not resolve the endoleak. In addition, the physician implanted 5 pieces of microcoils (deltamaxx, codman neuro). This successfully resolved the endoleak and the aneurysm has been excluded.